Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for an unspecified indication for use. It was reported that the patient¿s medical history included paraplegia due to a motor vehicle accident, severe spasticity, and multiple implant/explant events associated with pump due to infection. The dates of events were not reported. The patient was without injury regarding their status as of 2020-sep-09. No further patient complications have been reported as a result of this event.